Event description:
The table foot controls get jammed "on" but do not block other table motions, i.e. Table down foot pedal stuck, push the gantry table up control - table rises, but then when you push the table in control, the table lowers and can only be stopped by hitting emergency stop until table reaches lower limit. This is a recurring event and can be reproduced. Dates of use: (B)(6) 2010 - (B)(6) 2012.